Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): hamilton t1 shows only 12% with 50% oxygen set. Error present for several days. The next day the device runs normally again. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag (translated from german): hamilton t1 shows only 12% with 50% oxygen set. Error present for several days. The next day the device runs normally again. No patient harm or consequences.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a not calibrated o2 cell (o2 sensor). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).